Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-nov-2022 to 01- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to burn marks on retractor band. A field service engineer reseated row board cable at controller and row c row board and replaced the retractor band to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that the pyxis medstation es system drawer failed. The customer added this malfunction caused a delay in dispensing the medication to the patient. There was no smoke, spark or flame reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon review, the initial MDR was submitted in error and we found an existing submission. Submitting this MDR to retract the previous one and a new supplemental will be sent for the original (2016493-2024-00817).

Event description:
It was reported by the customer that the pyxis medstation es system drawer failed. The customer added this malfunction caused a delay in dispensing the medication to the patient. There was no smoke, spark or flame reported. There were no adverse events or injuries reported based on this event.